Event description:
It was reported that this patient with a pacemaker indicated that one of her non-boston scientific leads is exhibiting noise and is the reason for her syncopal episodes. Additionally, the patient is experiencing pain around her implanted device and has noted this has been occurring since implant however, it is intermittent. The patient was told to consult with her physician. It is unknown which lead is involved. At this time the pacemaker and non-bsc lead remains in service. No additional adverse patient effects were reported.